Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 494 mg/dl. Customer¿s current blood glucose level was 359 mg/dl. Customer stated that the reservoir had a leak. Customer experienced multiple blood glucose level such as 422 mg/dl, 215 mg/dl to 230 mg/dl and 201 mg/dl. The customer feels ok to troubleshooting high blood glucose level. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump bolus. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The reservoir was returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed a visual inspection using ; found snap-cap detached from reservoir. Transfer guard, plunger and septum not returned. Unable to performed pre-fill test.